Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital. The patient was having a right ventricular lead implanted through a sheath. Upon implant, his signals were visible on the sheath and occasionally on the lead. The lead was extended into the septum, but there was no capture. The lead was removed, inspected for tissue on the lead, and no tissue was observed. The lead was reimplanted and the helix was extended, and the lead failed to capture again. The lead was explanted and replaced. The patient was in stable condition.